Event description:
It was reported that the user experienced persistent hyperglycemia after a factory reset performed on the ilet pump following discontinuation of glp-1 therapy, with concern that prior dosing data and algorithm settings remained on the device and a blood glucose value reportedly reaching 391, while noting accelerated insulin use. Symptoms included hyperglycemia. Outcomes included insufficient information to assess the broader health impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available to confirm a device malfunction, with insufficient information regarding a specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.